Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had received inappropriate therapy. The explanting physician suspected a system malfunction.